Manufacturer narrative:
(B)(4). The customer confirmed that this device has been permanently removed from service and disposed of. This device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device was displaying all three icons (attention, charge-pak and service wrench). Also, the device would not power on. There was no patient use associated with the reported event.